Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient mentioned worsening symptoms (bladder). The patient stated program 2 caused her leaking to become worse than before and she feels nauseated. Support link advised the patient to please contact her clinician with questions regarding medical advice or if she has questions about her health. Support link assisted the patient with switching to program 3 where she felt stimulation comfortably at 0.7. Additional information was received from the patient representative. They reported that the patient's family member reported that during the trial, the patient hadn't been feeling stimulation. The caller reported when the patient went for their permanent implant on (B)(6) 2022, the health care provider (hcp) and the manufacturer representative (rep) observed that the patient's trial had been unsuccessful/there had been no improvement to the patient's symptoms because they the lead hadn't been placed properly at the initial (B)(6) 2022 trial procedure. The caller explained that the hcp <(>&<)> rep had told the patient that the patient's internal "structure" was "different from other patient's" internal structures so it was "no wonder" that the patient hadn't been getting stimulation or relief from the trial. The hcp repositioned the lead at the patient's (B)(6) 2022 permanent implant procedure and the patient was then able to feel the stimulation. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.